Event description:
It was reported that after lowering the cot at the foot end and before the paramedics were able to lower the cot at the head end, the foot end dropped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The alleged cot drop event could not be duplicated and no malfunction found that is associated with the foot end drop. The issue was resolved for the customer by evaluating the product and confirming no malfunction which may have caused or contributed to the drop event.

Event description:
It was reported that after lowering the cot at the foot end and before the paramedics were able to lower the cot at the head end, the foot end dropped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.